Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that device flickered, then shut off and would not turn back on. Noticed burnt smell. Therefore, there was a thermal event.